Manufacturer narrative:
Internal complaint reference: (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was performed on the device. The device was delayed in it¿s pressurization. The piston migration was at 1.3 inches. The complaint was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the spider 2 tenet 7615 was not working and making strange noises. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit had an hydraulic oil leakage which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.